Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials in the nozzle, bending section cover, bending section adhesive, upward/downward/right/left angulation control knob, and the probe cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what foreign material was in the subject device. However, it is likely that foreign material remained in the device due to the occurrence of leaks in the bending section cover between the up/down and right/left angulation control knobs. The event can be [detected/prevented] by following the instructions for use: instructions for use states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.